Event description:
It was reported that the right top rail was broken at the locking spindle with exposed sharp edges and that the siderail could no longer latch in the upright position.

Event description:
It was reported that the right top rail was broken at the locking spindle with exposed sharp edges and that the siderail could no longer latch in the upright position.

Manufacturer narrative:
The locking spindle was not damaged or repaired as a result of this complaint.

Manufacturer narrative:
Locking spindle.